Manufacturer narrative:
Device available for evaluation. Graft implanted and section of unused graft is being returned for investigation only. Method: manufacturing and qc records reviewed. Results: there were a total of 44 units in the batch. The quality control and manufacturing records were reviewed and there was nothing to suggest any problems. All grafts were gelatin sealed. After sealing, 100% of all grafts are leak tested. The leak test results were within our specified quality control limit for this product. All grafts were distributed between (B)(4) 2010. The usage rate of this particular model of graft is such that it may be assumed the majority have now been implanted. No other reports have been rec'd for the other units. Conclusions: vascutek will respond to the surgeon and provide details of our investigation in our final report.

Event description:
The event occurred at (B)(6) in USA. No death or serious injury took place. A gelweave graft was cut to size and in the discarded portion a small globule of a gelatinous substance was noted. During the operation the doctor observed suture hole bleeding and weeping from the graft. It took 4 hours to control the bleeding. The procedure was successfully completed and the pt recovered well from the operation.